Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04172. It was reported that myopotential oversensing was observed on the device. Noise, oversensing was also noted on the right ventricular lead. The physician explanted and replaced the lead. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis of the lead found external insulation abrasion was noted at 9.8 cm to 10.0 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the ICD can. The exposed outer coil is consistent with the observation from the field of noise.